Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed normally. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.